Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows no electrode wear. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The suction line was tested and performed as intended. The reported output issue was not found. The complaint was not verified as the reported issue was not found. There are several root causes that could have contributed the reported error. The connector was wrong placed. The set points were too low. The controller generates no output. There are also several root causes for the e7 error. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of errors include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma, inadequate suction or not having the wand or foot control connector fully inserted into the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. The instruction for use contains information regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during bilateral knee scope, device was opened and connected to quantum 2 console and did not work, no plasma field created. The surgeon then completed the surgery with a different company¿s product. There was no significant delay and no patient injury or other complications were reported.